Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation the instrument broke. There was no impact to the procedure and the operation was finished successfully. The product was received for investigation. No additional information about the event is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained instrument found that the tip is broken off. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The broken surface is homogenous which indicates material conformity as well. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is possible that too much mechanical force had been applied during the surgery. No product fault could be detected.